Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion and was experiencing discharge. The device found visible from the opened incision site of the implanted device pocket. The physician explanted the entire implantable cardioverter defibrillator (ICD) system to resolve the issue. The patient was in stable condition throughout the procedure.